Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse. After the radiesse injection, the patient experienced a vascular occlusion. At the time of this report, the patient was treated by flushed the area with saline and with hylenex, and the symptoms improved. The reporter wanted further guidance on how to treat the patient. Due to the provided information, the outcome of the event was considered as resolving.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (pt: vascular occlusion) was deemed to meet serious injury criteria of required intervention to preclude permanent damage. The device history record could not be reviewed as the lot number was not reported.